Event description:
The customer reported being hospitalized due to high blood glucose of 500mg/dl by the time the paramedics were called, and he was treated with an insulin drip. The customer was throwing up. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found an auto off alarm. Assisted the caller to run a fixed prime test and the insulin did exit. Performed a high pressure test and passed. Advised the caller that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.